Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the patient was in the hospital for non-diabetes related illness. They stated that their doctor took the battery out of the pump for more than 10 minutes and they received a power loss alarm, which was confirmed in the alarm history. They said that ever since then, the charger and transmitter would not connect to the pump. The customer did not have the charger with them. The customer also complained of having software issues. The insulin pump will not be returning for analysis.